Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .see also mfg. Report no. 3004209178-2016-01345.

Event description:
A consumer reported via a manufacturer representative that stimulation was felt at the implantable neurostimulator (ins) site (left abdomen) while working near commercial and industrial facility equipment. Usually the consumer turns the stimulation off while doing work; however, it was set to on by chance "at incident of the malfunction" and thus the consumer realized the feeling of stimulation. Actions/interventions were noted as the consumer was turning the ins off during working hours as the pain was not aggravated/worsened and there was no issue with doing so. No further action to be taken. Device settings were as follows: amplitude (v): 1ch:6.6, 2ch:3.1; pulse width (us)): 1ch:360, 2ch:390; impedance (ohm): 1,000 ohms; rate (hz/pps): 2; polarity (uni or bi): bipolar; electrode# for anode: 1ch:9, 2ch:10; electrode# for cathode: 1ch:1/11, 2ch:2; usage (hrs/day): 18hrs/day. The consumer's medical history included postherpetic pains.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.